Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged one day post-implant. A revision procedure was performed wherein the lead was repositioned with the physician reporting some difficulty extending the helix though it was successfully repositioned. The physician also mentioned difficulty extending the helix at initial implant noting they believed the lead may have moved unintentionally while affixing the helix. No adverse patient effects were reported. This lead remains in service.